Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 68 mm diameter abdominal aortic aneurysm. The patient had long and tortuous iliac arteries. It was reported that the physician stated when accessing the left femoral artery there was difficulty advancing wires into the aorta due to tortuosity of the iliac arteries. After the final angiogram the physician was not satisfied with the flow in the right iliac artery. The physician performed a right axillary to femoral bypass and the event was successfully resolved. The physician stated that the cause of the event was due to the calcified and tortuous external iliac artery. No additional clinical sequelae were reported and the patient is fine.